Manufacturer narrative:
The device was returned to olympus medical (B)(6) for evaluation. The evaluation confirmed that the sheath was broken at the joint between the funnel and the sheath. A deep tear was noted on the proximal sheath near the funnel exposing its inner coil. Based on similar reports, if the bending load is concentrated on the joint, it may be damaged. The most likely cause for the reported event is that the joint may have been damaged due to some bending load applied to it during handling. The operator¿s technique cannot be ruled out as a contributory factor of the reported event. The instruction manual states ¿advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result.¿

Event description:
The service center was informed that during an unspecified procedure, the proximal end of the device was bent and damaged. The procedure has been completed by switching to another same model. There was no patient injury reported.